Event description:
It was reported to philips that the system's uninterruptible power supply battery pack displayed a "bus fault" and emitted a loud signal, which could impact booting. The device was in use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.